Manufacturer narrative:
Please see summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year and 2 months after implant placement. The bone quality was type ii. The oral hygiene around implant site was moderate. Bone resorption and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.